Manufacturer narrative:
As no further information concerning this report is expected and in absence of a returned product, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead presented for a routine follow-up, at which time rv loss of capture was exhibited. The physician elected to immediately intervene and replaced the lead in absence of adverse patient effects. The chronic rv lead was reportedly surgically abandoned. No additional information has been provided.